Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found as received, a partial lead (only connector portion) was returned in one piece. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.